Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
A review of complaint history, documentation, instructions for use (IFU), quality control, specifications, trends, and a visual inspection of the returned device was conducted during the investigation. A wire guide was received in a used and damaged condition. The most proximal end of the returned complaint product was unraveled and stretched there was a kink in the distal end of the returned complaint product. The wire guide comes with an attached caution label, which illustrates that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. Patient anatomy sometimes makes advancement and/or withdrawal of the wire guide difficult, resulting in separation when the force exceeds design specification. The root cause is inconclusive. The appropriate internal personnel have been notified continued monitoring for similar complaints will occur.

Event description:
During a biliary drainage insertion on a female patient, the physician had inserted the 22 g chiba needle percutaneously and he put the guide wire into it in order to perform the seldinger technique. He twisted the guide wire in order to enter in a branch of the biliary tree, but after several attempts, the tip of the wire snapped, remaining within the body. The doctor left the tip inside in order not to take further risks. The doctor is unsure about lot he used but he also used another lot (1820334-2014-00607) during the procedure. A section of the device did remain inside the patient's body. After 4 days, the physician performed another procedure as the patient needed to receive a biliary drainage insertion due to jaundice. During this procedure as the physician gained access to biliary tree he retrieved the guide wire piece with a loop retrieval catheter. The patient did not experience any adverse effects due to this occurrence.